Event description:
It was reported during placement of a biliary stent in the bile duct, the stent failed to deploy and the entire system was removed from the patient. An additional stent was placed successfully. No patient injury was reported.

Manufacturer narrative:
Although this product is not sold in the u.s., this event is being reported under regulation 21 cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # p080007. The lot number has been provided. The device history records are being reviewed. The investigation is currently underway.